Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s spouse contacted support for assistance with an infusion site change after the user had voluntarily disconnected from the ilet for much of the day and then removed the site prior to showering; support guided replacement of the tubing, fill process, and cannula fill, after which insulin delivery resumed using a steel 6 mm infusion set. Symptoms included hyperglycemia with a reported blood glucose of 314 mg/dl. Outcomes included successful reconnection with resumed insulin delivery and planned follow-up by the user if issues persisted. Investigation included remote troubleshooting and user education focused on site replacement, tubing fill, and reconnection steps. Investigation of this case revealed no device alarms or malfunctions and suggested that the hyperglycemia was associated with prolonged disconnection from insulin delivery rather than a device failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.